Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted heartsine to report that their device's audible prompts were distorted, making the device unusable. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. The device was reported to have ¿noise in the device's guidance¿ during the reported patient involved event. Throughout the power-on, the patient presented a non-shockable rhythm, therefore no shocks were advised. The device also logged all audio advisory prompts throughout the event. No fault was found on the hdf-3500 during the investigation. The device underwent extensive testing of all critical functions, performing to specification throughout. It issued all audio advisory prompts loudly and clearly without noise or other abnormalities. Furthermore, no fault was identified with the speech circuitry that could have resulted in the device not issuing the audio advisory loudly and clearly. Therefore, the investigation was unable to confirm the reported fault. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's audible prompts were distorted, making the device unusable. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.